Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a failed battery test alarm. The alarm could not be resolved because the keypad was unresponsive. Customer's blood glucose was unknown. The insulin pump was not dropped, bumped or exposed to moisture. The insulin pump will not be returned for analysis.